Event description:
Vent put on pt for MRI transport, oxygen analyzing at 18-19% even though set at 30%. Oxygen calibration done on vent and passed. Still analyzing 19%. Tested off of wall and oxygen tank. New vent used on pt for further transport. Manufacturer response for transport ventilator, tv100 (per site reporter).